Manufacturer narrative:
A spacelabs field service engineer was assigned to review the device logs and confirmed the reported event. During the described failed state, the arkon automatically activates the emergency oxygen and the licensed clinician, who is in constant attendance, can continue to manually ventilate the patient while power cycling the device which resolves the issue. The investigation findings showed no risk of serious harm to the patient and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report on january 2, 2019, that on (B)(6) 2018, the (B)(4) went into a failed-state while in standby. The device was not in patient use at the time.